Event description:
It was reported that when using the bd pyxis¿ medstation¿ es d5e_2 failed to synchronization and was not communicating with the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to synchronize with the server despite network connectivity and an attempted data synchronization that resulted in a full download failure error. A technical support specialist identified the station as an unknown device, completed a full synchronization, and verified upload and download status was current. The system functioned as intended after the technical support specialist troubleshot the device.